Event description:
The therapist indicated that she had two cases in the last few months where the removal of the pointguards from the pts' skin (breast) after their radiation therapy boost caused some damage. One pt had a scar still. These were women in their (B)(6) undergoing breast boost treatment which is more intense but lasts shorter than others typically wear the product for (10 days vs. 4-5 weeks). She indicated it wasn't specific to a lot of any product, just noticed it had happened again after happening once.

Manufacturer narrative:
This report is for pt 1 of 2.